Manufacturer narrative:
Block h3: the visions catheter was returned intact to a non-philips guidewire. Additionally, the catheter was in two pieces; however, it was intentionally cut post procedure. Visual inspection found damage to the distal tip, inner member, and distal shaft. No functional testing performed due to the nature of the returned device. Block h6: the probable cause of the removal as a system is due to rough handling or manipulation of the device during use. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure in a severely calcified mid sfa. During removal, the catheter got stuck on a non-philips guidewire and removed together. A new visions catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a3b: not available from facility. Block b7: not available from facility. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.